Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The needle to cuff miss and subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Return device analysis of one of the proglide devices revealed a foot retraction problem, the foot was displaced from the guide. There was a bend in the guide tube distal to the nose cone. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, unspecified failures occurred with the two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.